Event description:
Although the ave stent is not indicated for treatment of ostial or restenotic lesions, the physician deployed a 3.5mm diameter x 18mm length ave gfx stent in the ostium of the right coronary artery where another MFR's stent had restenosed. Prior to deployment of the ave stent. The calcified lesion was predilated with a 3.0mm diameter percutaneous transluminal coronary angioplasty balloon and an unsuccessful attempt was made to cross the lesion with another MFR's stent. Upon deployment of the ave stent and inflation of the stent delivery system balloon to 9 atm., the balloon burst within the stent. Resistance was felt by the dr during attempted removal of the stent delivery balloon from the stent. An unsuccessful attempt was made to rotate the balloon by twisting the catheter to the right and left in order to remove it from the stent. During removal, the catheter separated at the distal tip, and it was noted that there was a "gold marker band" remaining within the stent at the proximal/ostial edge of the stent. The pt was then sent to surgery to stable condition for coronary artery bypass to the right coronary artery and is doing well. There were no add'l clinical sequelae reported relative to the event.